Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) on 2016-jul-20 reported that the patient has continued urinary retention, pain down their right leg when they increase the intensity of the implant, and a poorly functioning implant. The battery has only about 15% life left and requires a change, and because of the radiating leg pain it is suspected that a lead may have shifted from its normal position, causing irritation to the sacral nerve. It was noted that the patient needs cartoid artery revision as the result of a cartoid artery occlusion as well. First the patient is going to see whether intervention is required from a vascular surgeon, and once that is completed the hcp is going to schedule a battery change and check the lead to see if they need to be repositioned/replaced. The implant is working and is on program 2 at energy 5.7, with the patient able to urinate well. A herniated disk and bladder neck incision were noted as part of the patient's medical history as well. Additional information received from the patient reported that the broken wire/uncomfortable feeling was the result of the patient going over backwards in a chair in (B)(6) 2015. Afterwards, the patient went to a different program, noting that it "stopped" in (B)(6). The issue has not been resolved as the hcp says the "back" should be done first.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0bh3c, implanted: (B)(6) 2013, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a broken wire and was wearing a catheter which was uncomfortable. The event occurred at the end of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.